Manufacturer narrative:
Follow-up is being performed for return of the device. Information not currently available: serial number, affected side. Follow-up is being performed to obtain this missing information. Device labeling addresses: allergan re-sterilizable sizers are temporary devices, and are not intended to be used for permanent implantation.

Event description:
Physician reported a resterilizable sizer was accidentally implanted instead of a breast implant. Physician stated that the error occurred due to the similarities between the sizer and implant (shape, size and color.) One day after implantation, the sizer was explanted and replaced with an breast implant. Side unknown.